Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735796rpend, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that prior to the case, the main cart monitor would go black and the blue power button would turn off. The camera cart displayed a message saying it had been disconnected. A hard restart and power cycle was performed and the system then worked. This occurred again during the screw placement and a third time while checking the accuracy, and this was resolved with a hard restart. There was no reported delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
B5) additional information provided. H3) a medtronic representative went to the site to test the equipment. The ups and battery were replaced. The system then passed a system checkout. The ups and battery were returned to medtronic for analysis. Analysis was not completed at the time of filing. H6) fdm 10, fdr 120, fdr 4307 are applicable to the system checkout/battery/ups replacement. Fdm 4118, fdr 3233, fdc 11 are applicable to the returned components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that while on site to investigate the issue, the manufacturer representative went to turn the system on and using the camera cart power button the camera cart did not power on, but the main cart did. After pressing the button again, the main cart powered on and the system then turned on and functioned properly. It was noted that since the main cart had issues and there were subsequent camera cart power issues, it was most likely that a fault/short in the uninterruptible power supply (ups) or battery was causing the issues.

Manufacturer narrative:
Additional information: the battery and ups were returned for analysis and no issues were found. If information is provided in the future, a supplemental report will be issued.